Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented a merlin transmission that revealed noise. Noise was suspected as potential myopotential. Noise was reproducible by isometrics when the patient came back to the clinic for testing. The device was programmed and noise could no longer be reproduced. The patient condition is stable. The patient will continue to be monitored.